Event description:
It was reported that the central control monitor (ccm) displayed a '?' Over the occluder module icon. The perfusionist removed the module, reseated it and the issue resolved. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.